Event description:
It was reported that the user experienced a low blood glucose followed by high blood glucose after taking a lunch without meal announcing, which prompted the ilet to deliver correction insulin. The user then overtreated the low with glucose tablets, juice, and half a sandwich without confirming with a blood glucose meter, and the device issued a low alert. Symptoms included hypoglycemia with a nadir of 59 mg/dl and hyperglycemia with a high of 392 mg/dl accompanied by thirst. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure or method, and no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.